Event description:
It was reported that a vns patient passed away. The patient was buried with the device still implanted. Good faith attempts to obtain additional information including cause of death, relationship to vns, and implant information have been unsuccessful to date.